Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, product type: extension. Product ID: neu _unknown_lead, product type: lead. (B)(4).

Event description:
Information was received from the consumer that reported the health care professional (hcp) thought there was a problem with the patient's battery. They had the implant for 2 years. Further follow-up is being conducted to determine what the issue specifically was, was there a concern with the therapy, what circumstances led to the issue with the battery, were any symptoms present, and what steps were taken to resolve the issue with the battery. If additional information is received, a follow-up report will be submitted.